Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report received from (B)(6) stated the device is experiencing an overheating issue. The device was not being used in surgery. There was no injury or medical intervention reported. No additional information was provided.